Manufacturer narrative:
Qc was within the specifications before the event. The lab had a qc range of 107 +/- 10.3 meq/l, which is wider than allowable error range. Instrument maintenance was performed on the weekends. The event has occurred twice immediately following maintenance (the first event on (B)(6) 2010 is reported in separate report #2050012-2011-00058). Sodium (na) slope on monday, (B)(6) 2010, was 53, which is lower than the historical slopes of 55. A bci field service engineer (fse) inspected the instrument and cleaned the waste isolation drain with 10% bleach. The fse performed three calibrations and ran qc. The qc recovered on the mean. The fse recommended performing two calibrations after cleaning or maintenance to ensure the na slopes are consistent. The customer tightened qc ranges. The erroneous results were reported because of wider than allowable qc ranges, but the root cause for low calibration is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results generated on au2703 chemistry analyzer. The results were reported out of the laboratory. Approximately 50-100 patient results were corrected. There was no effect to the patients or user.